Event description:
It was reported when using the bd pyxis¿ medbank tower, there was a discrepancy on the cabinet. The customer reported that due to this discrepancy user was not able to pull the medication for patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a discrepancy on the cabinet. A technical support specialist noted that the discrepancy would require to be resolved by the facility admin and performed a cycle count on the bin to correct the quantity on hand. The system functioned as intended after the technical support specialist troubleshot the device.